Manufacturer narrative:
An event regarding "corrosion at the femoral stem and head junction, elevated ion levels and altr" involving a lfit v40 cocr head that was mated with accolade stem. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: although x-ray images were provided in the study, there is no indication or confirmation that these x-rays are associated with patient 19 and therefore will not be submitted for medical review for this case. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the reported event could not be confirmed based on the insufficient information provided. Although the specific lot was not provided, based on the reported device description, along with the estimated date of implant and failure mode, it appears likely that this device is in scope of the recall. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported through a study performed by the (B)(6) school of medicine that a patient with a bmi of (B)(6) was revised for corrosion at the femoral stem and head junction 8.9 years post implant. Altr was also noted. The patient had a cobalt level of 13.0 and chromium level of 11.0. The accolade tmzf stem remained implanted and a biolox head was used along with an adapter sleeve. The poly was also replaced.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through a study performed by (B)(6) that a patient with (B)(6) was revised for corrosion at the femoral stem and head junction 8.9 years post implant. Altr was also noted. The patient had a cobalt level of 13.0 and chromium level of 11.0. The accolade tmzf stem remained implanted and a biolox head was used along with an adapter sleeve. The poly was also replaced.